Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's ipg was explanted and replaced with a non-rechargeable ipg. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge the ipg while on a month and a half vacation. As a result, the patient lost stimulation and communication could not be established between the ipg and multiple external devices when the sjm representative attempted troubleshooting. Surgical intervention will take place as the next course of action.